Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation on (B)(6) 2018. The device was visually inspected and pass. Performed voltage test and passed. Performed functional test and failed batter status. The reported event of a loss of connection was not confirmed the reported allegation was not found.